Event description:
The customer alleged a white residue was left on an instrument tray, in the lumens of the instruments, after they were processed. The unit did not cancel. The customer stated that there were no patient involvement - the instruments were not used on patients. No injuries were reported. The tray was reprocessed and the customer re-ran the load successfully.

Manufacturer narrative:
Na.